Manufacturer narrative:
Ps340786.. Method: the complaint mr290v autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected. Results: visual inspection of the complaint device revealed a hole in the chamber aluminium base. Additionally, contamination was observed in the chamber dome. Conclusion: based on the information provided by the customer, previous investigations into similar complaints, and our investigation of the complaint device, the cause of the degradation is due to the presence of saline (sodium chloride) solution which is highly corrosive to aluminium. The presence of this solution could cause degradation of the aluminium plate over time. It should also be noted that the mr290v chamber was used for approximately 3 weeks. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use usp sterile water for inhalation or equivalent." - "do not use beyond 14 days maximum duration of use"

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking from the bottom of the chamber dome. It was reported that a small hole in the chamber plate was found. The nebulizing drugs meptin, bromhexine, and benambax were used and diluted with normal saline. The healthcare facility also noted that the mr290 was used for approximately 3 weeks. There was no reported patient consequence.

Manufacturer narrative:
Ps340786. The complaint mr290 vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a mr290 vented autofeed humidification chamber was leaking from the bottom of the chamber dome. It was reported that a small hole in the chamber plate was found. Meptin, bromhexine and benambax were used and diluted with normal saline. The healthcare facility also noted that the mr290 was used for approximately 3 weeks. There was no reported patient consequence.